Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-00503. It was reported the patient experienced severe leg pain regardless of stimulation being on or off and was treated in the emergency room. As a result, the patient's scs system was explanted. The issue was resolved by surgical intervention.